Manufacturer narrative:
The p-cap/reservoir locked properly during testing. Unit received with critical pump error upon battery installation. Pump was unable to download to thus to verify cause of critical pump error due to constant blue screen appearing while trying to download. Unit was cut open for visual inspection of the electronic assemblies. Moisture damage was found on the inside of battery tube and battery spring during visual inspection. No moisture damage to electronic assembly. Isolate to electronic assembly. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self-test due to critical pump error. The following were noted during visual inspection: serial number label damage, cracked case on battery side, battery tube threads - cracked, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. Critical pump error after battery installation however, the pump was unable to download to thus due to constant open book error and blue screen while trying to download. Isolate to electronic assembly. Moisture damage noted on electronic assembly. Cosmetic damage confirmed when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43. The customer reported no adverse event. The event involved product(s) mmt-1780kl. The customer reported receiving a pump error. Troubleshooting was performed, and the customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1780kl was requested and the customer response was the device would be returned.